Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high ventricular rate episodes due to noise were observed on remote transmission. It was determined the noise was too large to program around. The clinician opted to monitor the lead. There were no patient consequences.